Event description:
It was reported that the customer was hospitalized. It was stated that the doctor believes the device is not working properly and the pump's forbe sensor is malfunctioning. A day later, the family member called back and stated that the drive motor did not move. Family member checked the entire pump's history and found the boluses and basals were delivered, but the motor did not move and amount of insulin status screen remained the same.